Event description:
The clinical specialist was informed that the patient was brought in early for 6 months follow up and found that the valve was not functioning correctly. The patient was admitted to the hospital. Per additional information, the patient had denied any other intervention and chose to go to hospice.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected a typo on the device model number. Additional information from the patient's medical records provided by the site: the 23mm sapien valve was implanted during a period of apnea and rapid ventricular pacing. Per the transesophageal echocardiogram (tee) report, post deployment there was mild-moderate peri-prosthetic aortic valve regurgitation at the intra-atrial septum, no central regurgitation. The patient was discharged one week after the implant procedure. As per the discharge transthoracic echocardiogram impressions: there was mild-moderate aortic valve prosthetic regurgitation (central). Moderate lv enlargement with moderate decrease in systolic function. The estimated ejection fraction 30-35%. Mild right ventricular enlargement with moderate decrease in systolic function. Tee report from 5 months post procedure ((B)(6) 2012) - final impressions (include) heavily calcified aortic valve with decreased leaflet mobility. Comments: the aortic valve seen is most likely the native valve and the edwards valve has migrated into the lvot at the level of the anterior mitral leaflet. Tee and tte images from multiple days were provided by the site, to edwards, for review. The images were reviewed by the edwards medical director and the following observations were made: (B)(6) 2011 - tee - severe aortic valve calcification, greater in the non-coronary cusp (ncc) and right coronary cusp (rcc), moderate aortic root calcification. Valve appears too ventricular. Possible native leaflet overhang posteriorly. Posterior pvl noted. No significant aortic insufficiency (ai). Good valve function noted. (B)(6) 2011 - tte - moderate central regurgitation. (B)(6) 2012 - tte- native leaflet overhang both anterior and posterior, with presence of moderate central regurgitation through the native leaflets. All 3 sapien leaflet appear to be moving normally (B)(6) 2012 - ventricular migration. Impressions: tee on (B)(6) 2011, demonstrates severe aortic valve calcification and moderate aortic root calcification, without obliteration of the sinuses. The sapien valve positioning and deployment were not available for review. Post deployment long axis view demonstrates low positioning of the sapien valve relative to the hinge point of the anterior leaflet of the mitral valve (approx 1/3 of the height of the valve). The sapien leaflets appear to be moving normally, with the possibility of native leaflet overhang posteriorly. Discharge tee on (B)(6) 2011, demonstrated moderate central aortic insufficiency (cai). Tte (B)(6) weeks post procedure ((B)(6) 2012), demonstrated sapien valve positioned low relative to the hinge point of the anterior leaflet of the mitral valve (almv). Migration cannot be confirmed due to grainy images. Native leaflet overhang, with moderate cai is noted, which suggests ventricular migration. Tee on (B)(6) 2012, demonstrates significant further migration, with the entire sapien valve in the left ventricular outflow tract (lvot). The native leaflets are clearly defined with return of cai on the (B)(6) 2011 tee. The sapien valve is positioned within the lvot, between almv and the ventricular septum. Lv embolization appears imminent. Per the device instructions for use (IFU) malposition requiring intervention, paravalvular and transvalvular leak are potential risks associated with the use of the bioprosthesis. In this case, post deployment the sapien valve was positioned too ventricular with the possibility of native leaflet overhang posteriorly. The severe aortic regurgitation may have been a result of the ventricular positioning of the thv. Inaccurate placement of the sapien valve could result, in some cases, in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures balloon movement during deployment. In this case, it appears that positioning may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.